Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. (B)(4).

Manufacturer narrative:
It was reported that patient underwent medtronic interstim stage 1 implantation with bilateral leads and fluoroscopy on (B)(6) 2008 by dr (B)(6) at the (B)(6) due to urinary frequency, urinary urgency and incontinence. (Per operative report). It was reported that patient underwent bilateral replacement of interstim generator/battery on (B)(6) 2013 by (B)(6) at the (B)(6) due to urinary urge incontinence and failure of interstim battery. (Per operative report) (B)(4).

Manufacturer narrative:
Date sent to the FDA: 05/24/2016. Additional information: age at time of event, date of birth.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).